Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other similar complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, the lens was stitched. A complication had occurred which lead to the lens falling into the patient's fundus of the eye, along with suture material. The patient required a second procedure to remove the lens and the suture material. The condition has been corrected, however, the doctor refused to provide any additional information.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The iol was returned positioned correctly in the iol case with no damage observed. Additional observations were as follows: iol returned positioned correctly in the iol case. Solution is dried on the iol. No damage observed. The root cause for the iol ¿lens fell in the fundus of the eye together with suture material" could not be determined. The iol was returned positioned correctly in the case with no damage observed to the iol. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).